Manufacturer narrative:
Investigation results: in the attached investigation report performed by atom, the reported defect of leakage was confirmed. The indicated cause of the leakage was due to excessive force applied to the connector after use with a lubrication agent or high ph value infusion. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd stopcock q-syte wht 360deg leaked. This is a complaint about leakage found from the connection between the tube and the three-way stopcock during use. When administering saline to rituximab using the administration regimen, leakage occurred from the connection between the three-way stopcock and the tube during administration of the anticancer drug rituximab.